Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31282930l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a pentaray nav high-density mapping eco catheter and the patient experienced aortic puncture that required surgical intervention and prolonged hospitalization. It was reported there was a puncture in the aorta at the time of the transeptal. Patient stable. Discovered during difficult handling of catheters in the left atrium. Confirmed by angiography. According to the sales rep, the catheters reported not related to incident. The problem occurred during transeptal puncture (competing abbott equipment used). The patient was transferred to the cardiovascular surgery unit for surgical intervention. His condition was stable at the time of transfer. Additional information was received indicated the physician's opinion on the cause of the adverse event was patient anatomy. The patient fully recovered but required extended hospital stay due to surgical intervention (sternotomy). Both the thermocool® smart touch® sf bi-directional navigation catheter and a pentaray nav high-density mapping eco catheter were introduced in the heart but there were not inside the left atrium (in the aorta). After the transeptal puncture, the physician introduced the pentaray inside the sheath. He was not able to move his catheter on the posterior wall. He tried also with the smart touch. He decided to perform an angiography and he confirmed the sheath was in the aorta.